Event description:
It was reported that the nurse set the accuslide to a gravity drip rate of approximately 75ml/hr. One and a half hours later she returned and 400mls had been infused. There was no resultant patient complication